Event description:
It was reported that the pump becomes very warm during normal use. There was no adverse impact on the customer¿s blood glucose level. The patient declined further follow-up from customer technical support and is in the process of obtaining a new tandem device as the current one is out of warranty.